Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during advancement of the impella cp, resistance was encountered due to an unknown aortic stenosis. The doctor decided to remove the impella. There was no harm to the patient.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the pump had resistance was encountered due to an unknown aortic stenosis preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.